Manufacturer narrative:
(B)(4). Outcome attributed to adverse event: outcome - congenital anomaly/birth defect - box unchecked. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of arrhythmia, hemorrhage and death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. Based on the information reviewed, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 4.0x19mm graftmaster stent, diamondback burr 1.25 atherectomy device, multilink vision stent, brilinta 180mg, asa 81mg. The graftmaster stent remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 4.0x19mm graftmaster stent referenced is filed under a separate medwatch report number.

Event description:
On (B)(6) 2016, the patient presented for an elective staged percutaneous intervention to the mid left anterior descending (lad) coronary artery and proximal circumflex (cx) coronary artery lesions. The mid lad pci was performed without complication. Atherectomy was performed in the proximal cx. Following, a perforation was observed from the proximal cx into the pericardium. As treatment, dilatation was performed using a non-abbott dilatation catheter. The patients pulse decreased quickly and cardiopulmonary resuscitation (CPR) was started. Advanced cardiac life support measures were performed. Medications were provided and the patient was intubated. A 3.5x19mm graftmaster stent was implanted. Post dilatation was performed with a non-abbott balloon. The perforation had not sealed. Cardiac tamponade was noted and ejection fraction decreased. 2 units of blood were transfused due to cardiogenic shock. Pericardiocentesis was performed. A 4.0x19mm graftmaster stent was placed in the ostial cx, overlapping the first graftmaster stent. Post dilatation was performed with a non-abbott stent. The perforation had not sealed. Temporary pacemaker was inserted due to agonal rhythm and intra-aortic balloon pump was placed. Despite multiple rounds of CPR for 2 hours, spontaneous circulation was not achieved. The patient expired. There was no additional information provided.